Manufacturer narrative:
The impella console was returned for investigation upon the benchtop. The investigation is ongoing at this time. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 72-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the team observed a console issue after the replacement of the purge cassette. The cable broke off in the console and the team was unable to remove a piece of it. There was no patient harm related to this event. Aic will be returned for investigation and repair.

Manufacturer narrative:
D.2 common device name was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03786 was submitted. D.4 model number was revised in accordance with updated procedures since the initial manufacturer device report number 1220648-2023-03786 was submitted. Revised lot number as it was reported incorrectly on the initial manufacturer device report number 1220648-2023-03786. E.1 fax number was inadvertently left off the previously submitted manufacturer device report number 1220648-2023-03786 and was added. F.6 and f.8 dates were reported on manufacturer device report number 1220648-2023-03786 and should not have been. G.1 revised MDR reporting contact email since the initial submission of manufacturer device report number 1220648-2023-03786 in accordance with updated procedures. H.6 codes 2199 was reported incorrectly on the initial manufacturer device report number 1220648-2023-03786 in accordance with updated procedures. H.8 revised as selection was previously entered incorrectly on the initial manufacturer device report number 1220648-2023-03786.